Event description:
It was reported that the patient received an alert for out of range lead impedance. The physician suspected externalized conductors. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.